Event description:
Relieved scrub for afternoon break during closing on the subcutaneous and skin part. Final counts and rf done, placement of dressings done, bed transfer and extubation done. Scrub came back from break, I was cleaning the instruments of bioburden and blood, noticed a chipped part on the metal tip of the robotic maryland hand instrument. Informed the scrub and the circulator. Front desk charge informed. Details: impression: multiple brachy seeds noted overlying the pubic symphysis. Partially visualized right lower quadrant surgical drain terminates overlying the iliac wing. No evidence of acute fracture or dislocation. Mild degenerative changes of bilateral hips. Degenerative changes of the lower lumbar spine, sacroiliac joints and pubic symphysis.